Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. Oversensing could not be confirmed, due to lack of available data and low battery voltage. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
Related manufacturer report number 2017865-2021-40139. It was reported that premature battery depletion was suspected on the device resulting in the patient experiencing dizziness. Additionally, noise resulting in oversensing was noted on the right ventricular (rv) lead suspected to be due to electromagnetic interference (emi). Abbott technical services was contacted, session records were reviewed, and premature battery depletion could not be ruled out. Provocative testing was performed, however, the noise was unable to be reproduced. The device was explanted and replaced to resolve the event. The patient was in stable condition.